Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the catheter was returned with a guidewire inserted. The guidewire was returned with no abnormalities noted. A new test guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was successfully deployed to the basket and flower configurations. No tissue nor foreign matter was noted on the catheter nor in the sterile pouch. The reported stuck guidewire event was not confirmed via analysis.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Following fifteen pulses on the left pulmonary veins and advancement of the catheter to treat the right pulmonary veins, it was noted that the non-boston scientific guidewire would no longer retract or advance in the catheter. The physician attempted to advance the guidewire to allow potentially entrapped tissue to become free, however, the guidewire would not advance. The catheter and guidewire were replaced, and the procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Following fifteen pulses on the left pulmonary veins and advancement of the catheter to treat the right pulmonary veins, it was noted that the non-boston scientific guidewire would no longer retract or advance in the catheter. The physician attempted to advance the guidewire to allow potentially entrapped tissue to become free, however, the guidewire would not advance. The catheter and guidewire were replaced, and the procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.